Manufacturer narrative:
Block b3: approximated based on the year the study was conducted. Block d4, h4: the article did not provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: hospital (B)(6); reported here as it exceeded the character limit of the designated field. Initial reporter address: (B)(6); reported here as it exceeded the character limit of the designated field. Block g2: literature source: t. Franzini, et. Al., "the role of peroral cholangioscopy in liver transplant recipient: a prospective, international series." Journal of liver transplantation 17 (2025) 100259. Https://doi.org/10.1016/j.liver.2025.100259. Block h6: imdrf patient code e1021 captures the reportable patient adverse event of pancreatitis. Imdrf impact code f23 captures the reportable medical treatment.

Event description:
Boston scientific became aware of an event involving spyglass ds and spyglass ds ii through the article "the role of peroral cholangioscopy in liver transplant recipients: a prospective, international series" by tomazo franzini et al. The study aimed to demonstrate the clinical utility of pocs in patients who received either cadaveric or living-donor liver transplants. An international, multicenter, prospective study was conducted at five tertiary centers: two in the united states, one in brazil, one in spain, and one in the netherlands. A total of 41 patients were enrolled and underwent ercp followed by pocs between january 2018 and february 2021 for post-liver transplant management. According to the article, one patient experienced acute pancreatitis one day after the procedure. The patient was treated medically and recovered without sequelae after 16 days. Please refer to the referenced article for full details.